Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the volume indicator and port. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Event description:
Baxter (B)(4) received a report of an infusor that leaked into the housing of the device after filling. The concomitant medical products are unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.